Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The information received by the medtronic indicated that the back light on the insulin pump was dim and it makes it hard to see also there was a line that went across the screen that effects the sugar count results and can be hard to see as well. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.